Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was a cubie failure. A field service engineer powered down the unit, inspected the bus cable, removed the rear cover, and inspected and reseated all connections to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.2 pocket a1 cubie failed to stay closed. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that the malfunction occurred during medication dispensing, which prevented the user from issuing the medication, requiring it to be obtained from the pharmacy and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.